Manufacturer narrative:
Product analysis: the hawkone device was returned to medtronic investigation lab for evaluation. The device was returned coiled inside two biohazard bags connected to the cutter driver. No ancillary devices were returned. Damage to the proximal end of the tip assembly is noted during visual inspection. Visual inspection under a microscope shows damage to the proximal end of the tip assembly with the housing partially detached. The cutter was retracted to the cutter window and noted that the housing is partially detached with stretched proximal metal coils keeping the housing connected to the tip assembly. The cutter moves freely distally out of the housing and retracts back to the cutter window. An 0.014¿ guidewire from the lab was front loaded via the distal tip and exited out the proximal end of the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the hawkone atherectomy device during procedure to treat little calcified plaque in the distal superficial femoral artery and popliteal artery with 70% stenosis. The vessel had no tortuosity. IFU as followed. The vessel was post dilated. It was reported that during procedure with h1-s-int hawkone the first and second cutting was smooth with no problem. Afterwards the cutter was taken out and flushed. After first flushing the physician felt difficulty in retracting the cutter back into the nosecone from the cutter window. Several attempts were needed to retract the cutter and resistance was felt during retraction. It was possible to turn off the thumbswitch. The cutter driver/thumbswitch stopped functioning while in the patient. The cutter was outside the housing when the device crashed. The cutter was inside the housing during removal from patient. After the cutter was taken out and being flushed the second time the physician felt difficulty in retracting the cutter back into the nosecone from the cutter window. Several attempts were needed to retract the cutter and resistance was felt during retraction. It was possible to turn off the t humbswitch. The cutter driver/thumbswitch stopped functioning while in the patient. The cutter was outside the housing when the device crashed. The cutter was inside the housing during removal from patient. The procedure was continued with another hawkone device. Cutter retraction issue noted outside of body. No issues noted with cutter drivers such as power issues. The physician decided to finish the procedure. Procedure complete by balloon angioplasty. No patient injury reported.